Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with cracked end cap, case at lcd corners and battery tube threads. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the drive support cap came out while priming. The customer's blood glucose was 5.1mmol/l. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.